Event description:
A physician reported that vit probe had no aspiration during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with no tip protector, in a tray with other items, for the report. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the welded cap and port face, black foreign material on the port face and needle tip, and brown/clear foreign material along the probe needle. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for actuation and was non-conforming for aspiration. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed along the inner cutter and gouge marks were also observed at multiple locations along the inner cutter. Orange/brown foreign material was observed along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire inserted halfway through the aspiration path and stopped approximately at the middle of the cutter. Solid material is blocking the aspiration path and cannot be removed for further evaluation. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The sample evaluation confirms that the returned probe had an aspiration failure. The root cause for the aspiration failure is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will introduce a greater amount of surgical material, increasing the likelihood of partial or full occlusion of the aspiration path. No action has been taken as it appears that the observed aspiration failure was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).